Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump stopped working. Caller reported the pump beeped but there was nothing on the display. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.